Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch lancing device would not fire. On (B)(6) 2010, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6). The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The patient stated she skipped her usual dose of medication. About 24 hours after the alleged product issue, the patient claimed she felt symptoms of "low blood sugar, blurry vision, dizziness, nauseated and weak legs." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject lancing device. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after not being able to test due to a broken lancing device.